Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels range (43- 424 mg/dl) the customer would drink soda and ate peanut butter to address low bg's and deliver bolus to address high bg's. The customer stated suspected cause could be due to traveling, slightly sick and had the flu shot. The customer changed the infusion set site prior to contacting tandem technical support (cts), during the call with (cts), a system check was performed and indicated that the pump was functioning as intended. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.